Manufacturer narrative:
Investigation: the customer returned a used set without the collection bag. The plasma bag was clamped and had not been used. The disposable was inspected for mis-assemblies, obstructions, and other defects. Fluid was able to flow freely throughout the set and no mis-assemblies or defects were observed. The inlet trap appeared to contain lipids, but the remainder of the set was inspected with none found. Per the customer, they had access alarms at the beginning of the procedure, so had to start with an inlet of 45ml/minute. They then had multiple "inlet pressure was too low" alarms throughout the procedure and there was platelet clumping in the collection chamber midway through. They also had other volume alarms leading up to the 30% lower than reported alarm, at which point they were unable to continue the procedure. During the procedure, they processed 3.3 x tbv,with a goal of processing 4 x tbv. The patient fluid balance was 127%. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a mononuclear cell (mnc) collection procedure, they received a "patient fluid balance may be 30% lower than reported" alarm. The operator only had the option to disconnect or rinse back, so they chose to rinse back the patient. No medical intervention was necessary and the patient was fine, per the physician. The patient is reported in stable condition. Patient ID and age are not available at this time.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Signals in the rdf indicate that the fluid balance reported on the spectra optia system is +1621.16ml and the patient's tbv is 5961ml. The rdfconfirms that the final predicted fluid balance was 127%. The worst-case fluid balance for the patient was calculated to be 97.57% at the end of the procedure. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Root cause: based on the information available in the run data file and the investigation results of the returned disposable set, it is possible that the inlet line trap became partially occluded during the procedure which restricted the flow through the inlet line and ultimately could have led to fluid balance alarms. It cannot be ruled out that there could be some patient specific characteristics that make some patients more susceptible to occluding the inlet line trap. During this procedure there were several occurrences where the pumps were paused due to"inlet pressure was too low" alarms. If the system is paused for longer than 3 minutes, the operator will be prompted to open the saline clamps to prevent clotting in the inlet line, however,there is a portion of tubing that is above the 3-way manifold where the blood will remain un-anticoagulated during a pause. Typically, the spectra optia system handles extended pauses without any clumping issues in the inlet line. However, it cannot be ruled out that the frequent extended pauses combined with certain patient blood physiologies could contribute to clumping in the inlet line trap. The root cause for the fluid balance alarms are related to restricted flow in the inlet line. Possible causes for this restricted flow are clumping either from extended procedure pauses, patient blood physiologies, and/or a combination of both.

Event description:
The customer declined to provide patient identifier and age.